Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted, when the investigation is completed or if additional information becomes available.

Event description:
It was observed, during device evaluation. That white foreign material was found in the air/water and jet channels of the gastrointestinal videoscope. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer could not identify the foreign material and the cause of the foreign material remaining was unable to be specified. From the images provided, it was possible to confirm the presence of foreign objects/clogging in the auxiliary water supply channel and the air/water supply channel. Based on the results of the investigation, it is likely that the following led to the malfunction: the foreign material may not have been removed because reprocessing could not be conducted properly due to leakage from biopsy channel. Such events can be detected and prevented by following the IFU (instructions for use): the detection method is described in chapter 3 preparation and inspection of the gif/cf/pcf-190 series operation manual. Preventive measures are described in the instruction manual gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor the field performance of this device.